Event description:
It was reported that electrocardiograms revealed noise on the right ventricular lead. The noise could be reproduced. No intervention was reported. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.